Event description:
After treatment with juvederm ultra xc in the nasolabial folds, the pt experienced "depigmentation" and tingling 1-2 weeks later at the left side injection site "extending from the fold up the left cheek." Further follow-up with the physician noted, the pt experienced tingling in the nasolabial folds, left marionette, and into the left cheek. The physician prescribed hyaluronidase and the tingling has resolved but the depigmentation remains.

Manufacturer narrative:
(B)(4). Device evaluation summary: the batch number h24l527350 was released by qc according to defined specifications. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.